Event description:
It was reported that following a patient receiving a new onmipod external insulin pump with a remote to dispense medication the patient experienced symptoms of withdrawal of medications in their drug infusion pump. The drug infusion pump was stopped for 97 hours. 600410348. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).